Event description:
A customer reported that during a cataract extraction procedure, the handpiece "closed" and made a noise, and a patient experienced a thermal burn. Additional information provided by the scrub technician indicated there were no consumables saved for evaluation. Additional information has been requested.

Manufacturer narrative:
The facility did not request service. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown at this time. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B)(4) patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. (B)(4).